Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine and dilaudid at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as chronic pain. It was reported that a pump volume discrepancy was seen at refill. The expected volume was 11.9ml and the actual residual volume was 40ml. No environmental, external, or patient factors were reported to have caused this issue. A catheter dye study was performed on (B)(6) 2019. The hcp was unable to aspirate the catheter. He referred the patient for an MRI. It was unknown if the event was resolved. The patient was "alive - no injury." No symptoms were reported. There were no further complications reported at this time.